Event description:
It was reported that the device was fired and stapled without cutting. During the second firing the device failed to fire. Upon inspection of the device the drivers appeared to be misaligned. There was no further consequence to the pt. The devices were discarded.